Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. If any additional information is received, a follow up report will be filed.